Event description:
This ra lead was implanted on (B)(6) 2011 and remains implanted at this time. A call to technical services placed on 11/12/2013 states that there is noise on the atrial channel, atrial sensitivity is 0.5mv. The noise looks like myopotential. There have only been 4 atrial tachy response mode switches from the noise and they have been very brief. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).